Event description:
The pt has complained of pain at the pocket site, especially when moving his shoulder. The physician replaced this device. It was noted during the revision that the device sat very high in the pocket, abutting the clavicle.